Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ had vibration/ pain in the abdominal area/stabbing pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight (B)(6). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("pain/ lower back"), vulvovaginal pain ("pain/ vaginal back"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia areata ("autoimmune disorder type of disorder: alopecia areata"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and vertigo ("other injury(ies) or complication please describe: vertigo") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain had resolved and the genital haemorrhage, back pain, vulvovaginal pain, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, weight increased, anxiety, alopecia areata, migraine, tooth disorder, fatigue and vertigo outcome was unknown. The reporter considered abdominal pain, alopecia areata, anxiety, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, migraine, tooth disorder, urinary tract disorder, vaginal discharge, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received. Injury nos was replaced with new events - abdominal pain, back pain, vaginal pain, genital bleeding, anxiety, alopecia areata, bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea, vaginal discharge, fatigue, weight gain, ibs, vertigo were added. Date of removal, reporter information, patients dob, demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ had vibration/ pain in the abdominal area/stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight 157 lbs. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("pain/ lower back"), vulvovaginal pain ("pain/ vaginal back"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia areata ("autoimmune disorder type of disorder: alopecia areata"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and vertigo ("other injury(ies) or complication please describe: vertigo") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery to remove the essure/ bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain had resolved and the genital haemorrhage, back pain, vulvovaginal pain, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, weight increased, anxiety, alopecia areata, migraine, tooth disorder, fatigue and vertigo outcome was unknown. The reporter considered abdominal pain, alopecia areata, anxiety, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, migraine, tooth disorder, urinary tract disorder, vaginal discharge, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- yes date(s) of removal: (B)(6) 2014(as per pif discrepancy noted), (B)(6) 2015 (as per mr) discrepancy noted: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ had vibration/ pain in the abdominal area/stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight 157 lbs. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("pain/ lower back"), vulvovaginal pain ("pain/ vaginal back"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia areata ("autoimmune disorder type of disorder: alopecia areata"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and vertigo ("other injury(ies) or complication please describe: vertigo") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery to remove the essure/ bilateral salpingectomy). Essure was removed on 14-aug-2014. At the time of the report, the abdominal pain had resolved and the genital haemorrhage, back pain, vulvovaginal pain, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, weight increased, anxiety, alopecia areata, migraine, tooth disorder, fatigue and vertigo outcome was unknown. The reporter considered abdominal pain, alopecia areata, anxiety, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, migraine, tooth disorder, urinary tract disorder, vaginal discharge, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- yes. Date(s) of removal: 01aug2014(as per pif discrepancy noted), 18mar2015 (as per mr) discrepancy noted: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jul-2020: pfs received- reporters were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.